Manufacturer narrative:
(B)(4). Evaluation code conclusion: off-label, unapproved, or contraindicated use (implanting in zone 0/1) review of pre-implant CT¿s and 3d film report revealed that the patient had a 6.3cm diameter thoracic aneurysm that arose near the level of the lcca and lsa. The proximal neck diameter at the innominate was 34mm. The thoracic diameter measured 34mm distal to the taa along the arch, and 28mm along the descending thoracic and at the level of the celiac. Minimal calcification and thrombus was seen. Two still angiogram images during implant revealed that a single valiant stent graft had been implanted. The device appeared to have been placed just at or slightly proximal to the level of the innominate artery orifice. The innominate was patent, and the lcca <(>&<)> lsa had been bypassed. No endoleak of other obvious stent graft issues were observed; however, due to the low resolution and graininess of these images, details of the stent graft could not be adequately assessed. The cause of the stent graft inaccurate delivery and subsequent stroke could not be determined from the images provided. Films during delivery and deployment of the stent graft were not available for review, and images post index were also not provided. The inaccurate delivery may have been procedure related. This was off-label use; implanting in zone 0 ¿ 1. It is unclear if the stroke was patient/anatomy related or possibly related to the bypass procedure or stent graft implant.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The patient had a carotid to carotid to left subclavian bypass the day before valiant was implanted. The diameter at innominate and at the left carotid artery was 34.3mm. It was reported that during the index procedure, due to a short landing zone, the stent graft was implanted with 2-3mm encroachment up to the innominate artery. During initial deployment the device did windsock distally about 1-2 cm while device was opened approximately 2-3cms and advanced proximally up to landing zone. It was also reported that five days post index procedure, the patient suffered from a stroke to both hemispheres. The physician did not know if the stroke was related to heart event or not so a tee was ordered to determine. The patient was put on coumadin and is doing fine. The physician does not feel that the inaccurate delivery could have caused the stroke since it occurred five days later. No additional clinical sequelae were reported and the patient is fine.